Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that two sets had the adhesive patch came loose a bit and then caught on something and pulled off. No further information available.

Manufacturer narrative:
(B)(4) - device 2 of 2.